Manufacturer narrative:
Additional suspect medical device components involved in the event: model # unknown, serial # unknown, description: unknown.

Event description:
A report was received that following multiple unsuccessful reprogramming, the patient underwent a lead revision procedure, during which, the patient's leads were explanted and replaced. The physician did not suspect malfunction of the leads. The patient was reportedly doing well following the procedure.